Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and an inappropriate shock for an atrial driven arrhythmia. The health care professional (hcp) called technical services (ts) to review programming changes. Ts reviewed the data and suggested various reprogramming options. This crt-d remains in service. No adverse patient effects were reported. After receiving additional information, it was reported that the health care professional (hcp) called about one of the stored events. Technical services (ts) reviewed the data and determined this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and one shock. The patient had supraventricular tachycardia (svt) that was treated due to coupled premature ventricular contractions (pvcs) resulting in the ventricular rate being greater than the atrial rate. Ts suggested reprogramming options. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.